Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient stated that they were at home and started getting blurry vision. The patient performed a fingerstick measurement that was 1.8mmol/l and took approximately 16 grams of fast acting sugar. The cgm displayed a bg value of 5.6mmol/l. The patient texted her boyfriend, who texted back and when the patient did not respond he called two roommates. The roommates called 911. The paramedics arrived after the patient had awoken from a seizure and taken sugar tablets. The paramedics observed the patient to make sure she was stable and the patient signed a waiver not to go to ER. No additional patient information was provided. Calibration was not performed after experiencing inaccuracy. The dexcom g4 platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.